Event description:
During mattress inspections conducted in accordance with vha safety alert (B)(6), (B)(4) medline advantage select mattresses were found to have damaged mattress covers due to cuts and wear, mostly on the bottom corners. All mattresses were removed from service and replaced. Reference report #mw5161438, #mw5161439, #mw5161440, #mw5161442, #mw5161443, #mw5161444, #mw5161445, #mw5161446, #mw5161447, #mw5161448, #mw5161449, #mw5161450, #mw5161451, #mw5161453.